Event description:
Provider called into customer service and spoke with chris g ext. 7924 to advise that the consumer broke an arm on the chair but they did not specify which arm. The provider hung up before any additional information could be obtained.